Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC for evaluation. Visual inspection of the distal extension line confirmed a large hole adjacent to the luer hub. This damaged is consistent with the molding defect seen on PICC extension lines. The total length of the catheter body was measured to be 19.875", which is within specifications of 19.5"-20.0" per catheter product drawing. The outer diameter of the distal lumen measured to be 0.09545" which is within specifications of 0.093"-0.097" per distal extension line extrusion product drawing. The inner diameter of the distal extension line measured to be 0.057" , which is within specifications of 0.055"-0.059" per distal extension line extrusion product drawing. This indicates that the wall thickness measured as expected. The extension lines were initially flushed to ensure no blockages were present. With the distal end of the catheter occluded, the extension lines were pressurized using a water-filled lab inventory syringe. When the distal line was pressurized, water leaked from the extension line/luer hub. A manual tug test confirmed the proximal and distal extension lines were fully secured within their luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line(s) from excessive pressure. The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. A hole was found in the distal extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. A device history record review was performed, and no relevant findings were identified. The type of damage observed is consistent with a manufacturing issue in the PICC lines. A non-conformance request has been initiated to further investigate this issue.

Event description:
It was reported that: 'PICC inserted in radiology approx. 1 month ago, leaking noted to be coming from where the extension tubing connects to the pink hub while lumen was being flushed. PICC was clamped and removed ()b)(6) 2020 and new PICC inserted the next day.'

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: 'PICC inserted in radiology approx. 1 month ago, leaking noted to be coming from where the extension tubing connects to the pink hub while lumen was being flushed. PICC was clamped and removed (B)(6)2020 and new PICC inserted the next day.'